Manufacturer narrative:
The reported reader (B)(6) was returned and investigated with retained test strips . Visual inspection has been performed on the returned reader and no issues were observed. Attempt to performed control solution testing. An error message was observed during control solution testing. The reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly) and debris was observed inside the strip port. Therefore, issue is not confirmed to use due to debris in strip port. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 7 message, experienced a loss of consciousness and was unable to self-treat. The customer had contact with a non-healthcare professional third-party who provided glucose as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. At this time, a valid strip lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The available tripped trend reports were reviewed for the reported complaint and strips for the last year. The review did not identify any trends that would indicate any product related issues related to this complaint. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 7 message, experienced a loss of consciousness and was unable to self-treat. The customer had contact with a non-healthcare professional third-party who provided glucose as treatment. There was no report of death or permanent injury associated with this event.